Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reported the alarm was not audible. There was no reported adverse impact. No additional information was provided. Customer declined follow up from tandem technical support.